Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the device was no longer working, and the implant battery died at least 3 years ago. The hcp did not want to replace the device. No symptoms or further complications were reported.